Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended, but were not made because the patient will be undergoing radiation and chemotherapy due to a brain mass. The patient will continue to be monitored via remote transmission.